Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message after 8 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as headache, blurred vision, "urge to vomit", and a loss of consciousness. Customer was able to self-treat with "half a bar of chocolate and a marshmallow" and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message after 8 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as headache, blurred vision, "urge to vomit", and a loss of consciousness. Customer was able to self-treat with "half a bar of chocolate and a marshmallow" and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.